Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for the true metrix air meter beeping even with the correct battery. Customer then reported complaint for high and hi blood glucose test results. The customer is concerned with test results from results obtained of hi, 512, 574, 172 and 309 mg/dl. Customer stated that when he tests using another device the results are lower; customer did not provide competitor meter result. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/18/2025 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1 :512 mg/dl date: (B)(6) 2024 time: 7:46am does not recall if fasting or non-fasting. Result 2 : hi date: (B)(6) 2024 time: 2:17am does not recall if fasting or non-fasting result 3 : 574 mg/dl date: (B)(6) 2024 time: 2:16am does not recall if fasting or non-fasting. Result 4 :172 mg/dl date: (B)(6) 2024 time: 7:40am does not recall if fasting or non-fasting. Result 5 :309 mg/dl date: (B)(6) 2024 time: 1:54am does not recall if fasting or non-fasting.